Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope spectrum single-use lopro s4 laryngoscope, the device initially displayed an image but then went black and wouldn't come back on. The procedure was completed using another glidescope spectrum single-use lopro s4, which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
Upon completion of the device evaluations by verathon's technical service department, which identified a failure in one of the three returned glidescope spectrum single-use lopro s4 blades, all three of the customer's devices were sent to the verathon medical ulc office to be further investigated by verathon's sustaining engineering department. A verathon sustaining engineer representative evaluated the customer's returned devices but was unable to reproduce the failure in any of the devices. When connected to known, good, test verathon equipment and manipulated, all three blades functioned as normal with no issues found. No further investigation or corrective action is required at this time. Verathon will continue to monitor for any ongoing trends.

Manufacturer narrative:
A replacement for the glidescope spectrum single-use lopro s4 was provided to the customer and three glidescope spectrum single-use lopro s4 blades were returned to verathon for evaluation. It was unclear out of the three returned, which one was used during the reported patient procedure event. A verathon technical service representative evaluated the returned devices and was able to confirm a failure in one of the three returned devices. When connected to known, good, test verathon equipment, the failed device intermittently ceased to be recognized when manipulated. The other two returned blades functioned as normal when connected to known, good, test verathon equipment and manipulated. Upon completion of the evaluation the verathon technical service representative sent the customer's devices to verathon medical ulc office to be further investigated by a verathon sustaining engineer representative. If any new additional information becomes available regarding the following devices' investigation, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is currently not required at this time. Verathon continues to monitor for any ongoing trends.